Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and after the procedure, it was noticed that the ring electrode had almost fallen off. It was still attached to the catheter but showed clear signs that it would come off. The procedure was completed without any problems. The entire procedure was performed in qmode+. There were no signs of a fault in the generator or the carto. The doctor also did not notice anything during the entire procedure and was able to complete the procedure without any problems. There was no patient consequence. Additional information was received. It was reported that the physician did not feel any resistance while introducing or retracting the catheter from the sheath. An insertion tool was used during the procedure. A picture was received for evaluation following johnson & johnson medtech's procedures. According to the photo provided by the customer, the catheter electrode was observed damaged. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample showed that the second electrode was not returned. It was found detached from its place; however, adhesive residues were observed that concluded in a correct manufacturing process. No other damage or anomalies were found. A manufacturing record evaluation was performed for the finished device 31367820l number, and no internal actions related to the reported complaint condition were identified. The electrode damage reported by the customer was confirmed. The potential cause of the detachment condition could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and after the procedure, it was noticed that the ring electrode had almost fallen off. It was still attached to the catheter, but showed clear signs that it would come off. The procedure was completed without any problems. The entire procedure was performed in qmode+. There were no signs of a fault in the generator or the carto. The doctor also did not notice anything during the entire procedure and was able to complete the procedure without any problems. There was no patient consequence. Additional information was received. It was reported that the physician did not feel any resistance while introducing or retracting the catheter from the sheath. An insertion tool was used during the procedure.

Manufacturer narrative:
On 25-oct-2024, additional information was received and it was noted that the wrong product information was previously provided. The correct product information includes the product code of d139505 with lot number of 31367820l . Therefore, d 4. Catalog, d 4. Lot, d 4. Primary UDI number have been updated. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).